Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The srom neck trial will not tighten all the way down onto the stem trial.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The srom neck trial will not tighten all the way down onto the stem trial. Examination of the returned device confirms it has been heavily used. There is a secondary etch "(B)(6)" on the device that confirms it has been sent back for reconditioning in march 2011. The original etched lot code of mt1107 indicates it was first released to distribution in november 2007 and is over eight years into distribution. The root cause is attributed to wear out after repeated use. Product problem has not been identified and no corrective action has been indicated.